Event description:
It was reported that a review of this insertable cardiac monitor (icm) subcutaneous electrogram (s-egm) was requested. Boston scientific technical services (ts) noted the presenting egm and 2 pause episodes have a lot of noise or are mostly flat, and discussed that something had to be changed either in the icm's position or the patient condition due to the observed dramatic change. No further information is available at this point. No adverse patient effect were reported. Additional information received from the field representative indicates that the icm had come out of the incision site and it was removed from the patient. The complaint device was not returned to boston scientific, product analysis could not be performed.